Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had difficulty applying the clips during surgery, the clipper did not close the clips. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. There was a 0.41mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip-tip. As a result of the bending, functional testing for clip-application issues cannot be performed. The grips were not found to have cracking damage. The instrument was found to have multiple indentations at the tip of the grip tips. The grips were found to be severely bent, and additional damage wasn't found at the distal end. Components adjacent to the indented grip tips do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the instrument was inspected prior to use and there was no damage detected. The incident with the clip applier occurred while loading clip onto clip applier (prior to being inserted into patient). The issue was related to unsuccessful clip application (e.g., incomplete closure of clip). Hem-o-lock type of clips were used with the clip applier instrument with size m/l. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier, 13mm for large clip applier). It was impossible to determine how many times was the subject clip applier been used during the case when the incident occurred. The instrument was used repeatedly; clip insertion and subsequent application was difficult.